Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
A consumer reported two false positive sars results. The customer previously tested negative with another brand's antigen test on an unknown date. No additional confirmatory testing was performed. The customer was asymptomatic. Report 2 of 2.